Event description:
Facility alleges transducer protector leaked and lost pressure causing blood to flow up to monitor line and fill up the transducer. Device required frequent changes. Venous line replaced due to clotting. Ebl >100cc.